Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that no product is expected to be returned for evaluation. Should any further relevant information become available, a follow-up medwatch report will be provided.

Event description:
This complaint is now reportable based on the additional information received october 13, 2015. Per cnf: not specified wire looks curious after procedure (coating). Additional information received on october 13, 2015: received response from ous contact: can you tell me if the device was missing coating? No. Was the coating peeling? Yes. If the coating was missing or peeling was any left in the patient? No. What devices was the guidewire being used with? Brite tip sheath / cordis where was the target lesion? N/a. Was any resistance felt during use? Only noticed after procedure - during change of wire.